Event description:
While using the pencil an arc was noted. Pt sustained burns to lip, inside cheek, and roof of mouth. It appears that the tip of the pencil was not pushed in all of the way. Extensive communication was had by clinical engineering and MFR.